Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced discomfort at the ipg site after the ipg migrated in the pocket. As a result, surgery occurred in which the ipg was explanted, and a new ipg was placed in a different location, which resolved the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: the previous report ought to have included the return information in d9 as well as the evaluation summary in h10. The report of pain at the ipg site was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing (no anomalous outputs were observed). Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site. The report stated that the location of the pocket site, was causing discomfort/pain for the patient; therefore, it was relocated during the revision procedure.